Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 163663, 28mm dia cocr mod hd +3mm nk, lot#: 963610, item#: 162254, bi-metric porous fmrl 14x150mm, lot#: 823940, item#: 11-103558, univ rnglc shl 58mm/l23, lot#: 120800, item#: 113845, titanium screw low prof 5x25mm, lot#: 033480. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip arthroplasty approximately 15 years ago. Subsequently, the patient is being considered for a revision due to poly wear on an unknown day. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.